Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020 while hospitalized for a j tube replacement, the patient's stoma site was severely inflamed. On (B)(6) 2020, the patient underwent a replacement of both peg and j tubes and was treated with cotrim forte. A physician reported that the inflammation was resolved with sequelae since it was still present but less than before. A smear of the stoma taken on (B)(6) 2020 was positive for klebsiella variicola, streptococcus dysgalactiae, and sensitive to cotrim.